Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 11 months post-implant, it was reported that the patient was admitted into the hospital after a routine follow up, for an increase in heart failure symptoms. The patient was started on heparin and integrilin treatment and lab tests were performed. The echo and ramp study showed that the left ventricle was not fully unloading and the aortic valve opened with each beat. The patient's ldh was increased and the flow velocity dropped to 0.5 m/s. It was also reported that pump thrombus was suspected. Additional information received indicated that it was suspected that the patient had a stroke on (B)(6), 2014. The patient expired on (B)(6), 2014 and the reported cause of death was cerebral ischemic stroke.